Manufacturer narrative:
Concomitant medical products: product ID 8709 serial# (B)(4) implanted: (B)(6) 2003 explanted: (B)(6) 2019 product type catheter. Device code c53269 updated to c62968. Patient code c76143 updated to c50526 and c50659. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6) 2019. It was reported that the catheter was not functioning, it was completely severed at the pump connection. It was unknown when the catheter issue was first noticed. The patient experienced withdrawal and increased spasticity. After the revision, the catheter was disposed of by the surgical team. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 23-dec-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 50 mg/ml morphine (unknown) with an unknown dose. The reason for use was spinal pain. It was reported that the existing catheter was not functioning so they are implanting a new 8780 catheter today ((B)(6) 2019). The caller was in the middle of the case so he did not have time to answer the questions. There was saline in the pump, but prior to that was 50 mg/ml morphine. Today they are putting in 30 mg/ml morphine and the doctor did not know how long the 50 mg/ml had been in the system or if there was even saline in the pump at this time so the decision was made to do a back table prime of 0.3 ml with the 30mg/ml morphine and then program a prime of the new 8780 after that to be certain all old drug was out of the system. When working with the a810 it prompted him to program a bb and he did not know how to proceed with the programming. Technical services (ts) assisted the caller with removing the bb and programing the back table prime at the time of the call. Related to use of the bolus screen, they reviewed screen navigation, theory, and/or use for bridge bolus as well as priming bolus. Ts assisted the caller with removing an auto-populated bb and programming a back table prime. There were no further complications reported/anticipated.